Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te messages / damaged monitor belt housing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the check te messages and incoming test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle while a belt was attached. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient was receiving 'check te pad' messages and that the monitor belt housing was damaged.